Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site on (B)(4) 2012. The fse reattached the detached waste output line to fitting at the rear of the instrument, resolving the leak issue. The fse found no issues with plt backgrounds, as customer had resolved the issue prior to this event. Failure mode of this event was the waste output line detached from the instrument. (B)(4).

Event description:
A customer contacted beckman coulter inc., (bec) and reported a 50ml of uncontained leak from the coulter act diff 2 analyzer after troubleshooting a platelet (plt) background issue, which customer resolved. The customer stated the waste tubing snapped off and they could not reattach the waste tubing and waste washer that had been detached from the rear of the instrument. Before the leak was discovered the customer had run a startup. The customer was wearing gloves and a lab coat. There was no biohazard exposure to mucous membranes or open wounds. No erroneous results were generated nor patient treatment was affected in connection with this event.